Manufacturer narrative:
Correction: h10. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The probable root cause for this issue is most likely due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The clutch plate was replaced to address the issue.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) could not perform compression due to the lifeband would not retract was confirmed during the functional testing and confirmed during archive data review. The root cause for the reported complaint was due to defective drive train motor, likely attributed to normal wear and tear. The autopulse platform was manufactured in march 2015, and has reached its expected service life of 5 years. During visual inspection, observed a cracked front cover at the front end area on the autoupulse platform. This type of physical damage was likely due to user mishandling and unrelated to the reported complaint. The front cover was replaced to address the damaged issue. The archive data was reviewed and showed multiple fault code 16 (timeout moving to take-up position) occurred around the customer's reported event date; thus, confirming the reported complaint. The autopulse passed the initial functional test without any fault or error. Upon further testing noticed that the autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drive train motor (slipped bushing). When the bushing slips, the drive train motor will seize unable to rotate. Replaced defective drive train motor to remedy the complaint. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The probable root cause for this issue is most likely due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The clutch plate was replaced to address the issue. Following service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (serial (B)(4)) could not perform compression due to the lifeband would not retract to size the female patient, who is 5'4" in height and (B)(6) lbs. Per user, the lifeband did not appear to be restricted. The crew performed 30 minutes of manual CPR, and return of spontaneous circulation (rosc) was achieved. No consequences or impact to patient.